Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have surface damage with visible material removed on the main tube. Material approximately 0.30" x 0.28" was missing from the main tube and not returned by the customer. Missing material was not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. An additional observation not reported was a bent main tube. The main tube was indented with a visible dimple pushed inward. Damage was located where the surface of the main tube was removed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, while the surgeon was dissecting, a piece of plastic was identified in the patient and removed immediately. According to the customer, the fragment came off of the vessel sealer instrument once the instrument was finished being used. The vessel sealer instrument was inspected prior to the procedure and no deformities were identified. The customer reported that the piece of the vessel sealer instrument was included in the box with the returned instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved using a laparoscopic grasper. The fragment was noted while the surgeon was dissecting with the vessel sealer instrument. Once the vessel sealer instrument was removed, it was noted that a piece of tube was missing from the instrument. The instrument was in use for ten minutes before the fragment was noted. No collision between the vessel sealer instrument and other instruments or hard material was reported to have occurred. No post-operative tests were performed to check for remaining fragments and there was no injury to the patient.